Manufacturer narrative:
H3 device evaluation - evaluation is not possible as the device has not been returned to the manufacturer. Review of device history records found (B)(4) pieces of lot 47242ps released for distribution on (B)(6)2024 with no deviation or anomalies. Two-year complaint history review ((B)(6)2022-(B)(6)2024) found this to be the only report for any of the part numbers in the (B)(4) series of part numbers. No conclusions can be drawn. No corrective actions recommended.

Event description:
It was reported that a procedure was performed on (B)(6) 2024, utilizing the dakota acdf standalone cervical system. The 14 x 12 x 06mm 7° interbody assembly (71-al-4206) was placed into the patient when it was noted that the locking tab was missing. The cage was removed and replaced with another of the same size that was readily available in the set. There was no patient injury but a ten (10) minute delay to the procedure.